Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that patient underwent an unknown procedure on (B)(6) 2019 and suture was used. The needles were popping off. It is unknown if a similar device was used or if the procedure was completed successfully. There were no adverse patient consequences.